Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history records was performed and no irregularities were noted during the manufacture of reported lot number 4148769. Conclusion: without a sample, a root cause for this incident could not identified. (B)(4).

Event description:
It was reported that after performing a venipuncture with a bd saf-t-intima IV catheter safety system, the nurse obtained a needle stick injury because the safety shield failed to activate. The source patient is positive for syphilis. Thus, the nurse received post exposure blood work and prophylactic penicillin was given to prevent infection.